Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-82 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Through follow-up communication livanova learned that the hospital is a trauma center and that the device is used approximately twice per year. In addition livanova learned that the device is kept empty when not used and filled with filtered water when used. The device was placed inside the operating theatre during use. Follow up communications revealed that the device was not cleaned according to the instruction for use and that the water quality monitoring was not conducted and this very likely caused/contributed to the reported contamination. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacteria. The type of bacterium is unknown. Reportedly, a review of the disinfection protocol was lately done and water sampling was performed which identified the reported contamination. There is no known patient involvement.